Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an interventional procedure, a 3.0 x 40mm armada 35 balloon catheter was advanced without resistance to a de novo lesion with 99% stenosis in the common iliac artery. During an attempt to inflate the balloon, it would not inflate due to a leak in the distal end of the hub. The device was removed without resistance. A non-abbott balloon and a non-abbott stent were used and the procedure was completed without issue. There was no reported adverse patient effect and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the hub area at the base of the strain relief tubing, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.